Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a universal serial bus(usb) and network adapter. A field service engineer fixed usb and network adapters settings to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue. The device was on critical override. The customer reported issue occurred when dispensing medication and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.